Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis without the stent. The stent was not returned for analysis. The crimped stent od (outer diameter) measured during manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and it appeared as if pressure had been applied as the balloon cones are relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.